Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump malfunctioned when the screen went blank and the device would not power on after being disconnected from the pump for about an hour; charging later powered the screen but indicated a pins or connection issue, consistent with a hardware screen or connector problem. Symptoms included no reported adverse clinical effects, with no ketones and no hypoglycemia or hyperglycemia reported. Outcomes included temporary discontinuation of pump therapy and transition to insulin pen use, with no hospitalization. Investigation included troubleshooting by instructing the caregiver to charge the device and review the display, review of photos showing the screen condition, and coordination of a device replacement. Investigation of this case revealed a screen and/or connector malfunction consistent with a device hardware failure affecting the display or interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to hardware.